Event description:
It was reported that a leak was noted. Product had to be removed. Leakage was at the inside of the patient. Catheter was replaced. Replacement resulted in longer stay in the hospital.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huxg1673 showed no other similar product complaint(s) from this lot number.